Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported they were having surgery on (B)(6) 2016 and a pre surgery testing done (B)(6) 2016. It was stated they were pulling the wires of the spinal cord stimulation (scs) device because they were having a complete spinal fusion done. It was noted the doctor and their team wanted to make sure the stimulator was completely dead. In (B)(6), the doctor put the stimulator up to full power so that the battery could run out. The consumer stated they wanted a manufacturer representative (rep) to come and check to see if the implant was dead. It was indicated that they were removing the scs device because the wires were going to get in the way of the surgery. It was mentioned that the consumer had some issues but that had nothing to do with why they were requesting a rep. The consumer stated the scs didn't do anything for them, and so the doctor wanted to put a newer scs device, but now they wanted to remove everything. It was noted they couldn't stay on the phone because there were in so much pain. The consumer also reported that the reason why they weren't happy with the scs device was because it didn't take care of their pain. They also stated they weren't so happy because the pain from installing everything was very painful, but it was all for nothing. It was noted they would probably still have the scs device in, but the main reason it was being removed was that the main wires were going to be in the way of the surgery they were going to have so the doctor decided to remove everything. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.